Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Event description:
Healthcare professional additionally reported "natrelle 68hp-500 saline implants filled to 550cc in the left breast." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening. Use error: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported deflation. Healthcare professional additionally reported "natrelle 68hp-500 saline implants filled to 550cc in the left breast." The device has been explanted and replaced. This relates to the left side.